Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation. Updated fields: h6, h11. The service history of this device was reviewed, and it did not reveal failures that could be the cause of the reported contamination.

Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Despite good faith efforts being made, additional information was not able to be obtained. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: operator channel, cfu: 5 cfu/endoscope, bacterial identification: rossillomorea sp, peribacillus sp. Sampling date: 06-nov-2025 sampling from: suction channel cfu: 4 cfu/endoscope, bacterial identification: escherichia coli sampling date: (B)(6) 2025, sampling from: all channels, cfu: <1 cfu/endoscope, no growth after 48 hours incubation, bacterial identification: n/a. The device was returned to olympus for inspection. According to the investigation, the device was culture tested positive by the customer, and the device was tested positive by olympus; therefore, the user request was confirmed. After decontamination, the device was tested again confirming no growth after 48 hours. Based on the provided data, no correlation has been observed between actual product device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without the cleaning disinfection and sterilization (cds) information from the customer, olympus is not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the instructions for use (IFU) with product status. After additional reprocessing by olympus, the hygiene microbiological investigation (hmi) results were negative. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.